Manufacturer narrative:
The insulin pump passed displacement test, rewind, and basic occlusion test. The device was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside the device and passed. Motor may have had an intermittent failure not detected during testing. The device also had minor scratched lcd window, cracked reservoir tube lip, cracked belt clip slot, cracked battery tube threads, and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device will be returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reports to have received a motor error alarm. Customer's blood glucose was 96 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.